Manufacturer narrative:
(B)(4). Date sent: 5/31/2017. Batch # n55t53. The analysis results found that one ec60a device was returned with the anvil bent upwards and with an ecr60m cartridge reload present. The cartridge reload was received partially fired 2/3 consistent with an incomplete or interrupted cycle. The device was tested for functionality only in dry fired. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic liver case, the device would not open to release the liver. It was reported that the device opened eventually and that the staple line was incomplete. Customer reports that the device did not properly fire. They are using the grey 60 staple cartridge. Surgeon opened a new stapler to finish the case and reported that the second device got stuck and would also not open. A laparoscopic liver case was performed and had to be converted to laparotomy to remove specimen (small portion of liver) and the attached stapler. Customer reports that they couldn't open the stapler and had to send it up to pathology still attached to specimen. Both events happened during same procedure.